Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that the insertion flexible tube (ift) crushed, the insertion flexible tube (ift) the inside of the cable became to spiral closer condition, and the cable is lg cable or ift type, the u/d knob cracked, the light guide cable was broken, and the lg prong top the impurities or filth is attached on the scope or camera; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).